Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that they are forgetful and experience short term memory loss. These symptoms are reportedly due to concussions and brain bleeds. No further complications were reported or anticipated.

Manufacturer narrative:
Correction submitted to include the patient code (B)(4) and to update the eval conclusion code to 92. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who doesn't recall when the previous brain bleeds occurred. No further patient complications have been reported as a result of this event.